Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. The field representative stated had already programmed this device. Boston scientific technical services (ts) advised that this device could be reprogrammed to 0.15 automatic gain control (agc). The patient has only small paroxysms of atrial arrhythmias that last a brief period of time. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. The field representative stated had already programmed this device. Boston scientific technical services (ts) advised that this device could be reprogrammed to 0.15 automatic gain control (agc). The patient has only small paroxysms of atrial arrhythmias that last a brief period of time. This lead remains in service. No adverse patient effects were reported. Additional information received indicated that the patient had atrial fibrillation (af) which was being undersensed and then the device would pace into it. This device was reprogrammed to prevent atrial undersensing. No adverse patient effects were reported.